Manufacturer narrative:
Qn#(B)(4). A 1070 ml water bottle lot 19j009 was received for evaluation. An adaptor was not received from the customer. The water bottle arrived unused in dust cover. Visual inspection shows no defects or leaks. A visual inspection of the adaptor involved in the complaint could not be conducted since it was not returned. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification, and all in-process qa inspections were acceptable. Based on the investigation performed, the reported complaint could not be confirmed. Although the adaptor was not returned, there were no issues found with the returned water bottle.

Event description:
The complaint is reported as: "the pacu staff stated that once the product was set up they would turn on the oxygen and they would notice it starting to leak. Once the patient was in recovery and they restarted it up again the leaking started to increase." The product was not used on the patient. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the pacu staff stated that once the product was set up they would turn on the oxygen and they would notice it starting to leak. Once the patient was in recovery and they restarted it up again the leaking started to increase." The product was not used on the patient. The condition of the patient is reported as "fine".